Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 20.3 mmol/land treated it with insulin pump. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after low battery warning. It was reported that the battery compartment was cracked. The insulin pump will be returned for analysis.